Event description:
(B)(6).

Event description:
It was reported that during a reversal of hartmann procedure, the bowel was about to be anastomosed by the device in the case. The surgeon had done a purse string as usual and passed the stapler trans-anally as usual practice. The anvil and the stapler clicked together and then fired. The staples were found to be malformed and the staple was not properly closed and cannot hold the tissue. The surgeon tried to do the anastomosis again by another device of the same lot number. The same situation was observed, that the staples were not properly formed. The anastomosis was completed by using hand sewn stitches.

Manufacturer narrative:
(B)(4). (B)(4). No device return the analysis results found that four partially formed staples were returned for analysis. The staples were noted to be partially formed, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place; this or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face. Therefore, the staples will not hit the anvil to make b-formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. No functional test could be performed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.